Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (1cfu/endoscope). The testing result was target level in the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On april 18th, 2019, olympus followed up with the user facility and received additional information as follows; the subject device was returned to the user facility after olympus repair and then used for patient care in accordance with the french regulation. The user facility mentioned that the subject device was not brushed enough during reprocessing at the user facility. The user facility took counter measures including proper brushing, using a new cleaning brush, and an exchange of their aer.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for pseudomonas aeruginosa (>100cfu) and enterobacter cloacae (>100cfu). The device had been manually reprocessed using peracetic acid. On (B)(6) 2018, omsc was informed that a patient contaminated with unspecified bacteria producing beta-lactamase. Other detailed information was not provided at present. The patient's condition is currently unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) received a letter associated with this event from competent agency of (B)(4) and was informed that the event was not contamination of the patient by the subject device but rather contamination of the subject device by the patient. In addition, (B)(4) was informed that there was no risk of contamination of other patients as follows; after contamination was found, the subject device was quarantined at the user facility on october 24th, 2018. The user facility conducted an unspecified procedure using the subject device for another patient before the quarantine of the subject device, but no infection was reported. As a result of evaluation by olympus, there was no irregularity in the insertion sheath of the subject device. The channel of the subject device had a wear, but changed. Based on the information mentioned above, the ¿patient code¿ was corrected in this report.